Manufacturer narrative:
The main component of the system. Other relevant devices are: catalogue # enlw1620c124e, upn: (B)(4). Catalogue # enlw1613c124e, upn: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system and heli-fx endoanchors were implanted were implanted in a patient for the endovascular treatment of a 4.92 cm abdominal aortic aneurysm. It was reported that, approximately 3 years post implant, the patient went into cardiac arrest and was unresponsive. Medication was administered and the patient was put on advanced cardiac life support for atrial fibrillation with rapid ventricular response. The patient expired that same day. No additional clinical sequelae were reported.